Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when placing the catheters and connecting the valve, there was no distal flow of cerebrospinal fluid. When checking the system, flow in the proximal direction was found, so another valve was used. The catheters remained implanted and there was no impact to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, leak, pressure-flow and preimplantation testing. Flow was observed through the distal end. Therefore, the nature of the complaint could not be replicated by laboratory personnel. Crystalline debris was observed on the interior and exterior of the valve. Proteinaceous debris was observed on the interior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance (over- or underdrainage) of the shunt system. Particulate matter that enters the shunt system may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.